Event description:
It was reported that the patient developed acute respiratory distress with sao2 in the 70's. The patient was originally admitted to the hospital on (B)(6) 2022. The admission was for ICD shock due to hypomagnesemia. They also had chronic obstructive pulmonary disease (copd) exacerbation, enterobacter and klebsiella pna, chronic aspiration with eventual trach due to respiratory failure. They also had a history of ischemic bowel disease and developed ischemic colitis with pneumobilia and pneumoperitoneum requiring exploratory lap, open abdomen on (B)(6) 2022 , re-exploration on (B)(6) 2022 revealing serosanguinous ascites and small bowel resection with lineal anastomosis, open abdomen and eventual abdominal closure on (B)(6) 2022. They had a protracted intensive care unit (ICU) course and sudden decline on (B)(6) 2022 as previously described. Care was withdrawn on (B)(6) 2022 and the patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. It was reported that the patient was admitted on (B)(6) 2022 with an implantable cardioverter-defibrillator shock due to hypomagnesium. It was noted that the patient also had exacerbation of their chronic obstructive pulmonary disease, bacterial pneumonia, and chronic aspiration with a tracheotomy due to respiratory failure. It was also noted that the patient had a history of ischemic bowel disease and developed ischemic colitis with pneumobilia and pneumoperitoneum requiring multiple surgical procedures in (B)(6) of 2022. A re-exploration procedure on (B)(6) 2022 revealed serosanguinous ascites requiring small bowel resection with lineal anastomosis, open abdomen, and abdominal closure on (B)(6) 2022. The account indicated that the onset of ischemic bowel disease was prior to left ventricular assist device implant and was originally caused by cardiogenic shock. The patient had a protracted course in the intensive care unit and sudden decline on (B)(6) 2022 with acute respiratory distress. Care was ultimately withdrawn on (B)(6) 2022 per family wishes, and the patient expired. It was noted that the event was not device-related and that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic events, infection, respiratory failure, arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also lists thromboembolism, infection, and arrhythmia as potential late postimplant complications. Additionally, this section provides care instructions in reference to preventing infection and as well as suggested responses in the event of infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was originally admitted to the hospital on (B)(6) 2022. The patient expired on (B)(6) 2022.